Manufacturer narrative:
Product analysis the medial segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was previously capped and replaced for unknown reasons. The lead was later completely explanted. No patient complications have been reported as a result of this event.